Event description:
I have had almost every dexcom g7 sensor fail prematurely in the last 4 months. It causes inconsistent and inaccurate reading, long periods where the sensor gets no reading which can result in a dangerously low blood sugar episode. Sensors should last 10 days, but consistently fail long before. One device malfunctioned during insertion. This has been a problem consistently usually in months with hot weather. I have the same issues every year.